Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
Event: (cc# 97-00840) the iab was inserted into the patient on 7/24/97 at 1:30 p.m. On 7/25/97 at 5:50 a.m., blood was noted in the tubing and the iab was removed. No second was inserted. No alarms sounded. On 8/26/97, datascope received the voluntary medwatch form from the user facility with the uf/distributor report number: 0300180000-1997-09009. [Event complications]: none from the event - reported 7/28/97 and 8/26/97. [Patient's current status]: alive/well - rpt'd 8/26.